Event description:
It was reported that a minimum fill notification occurred, and the customer attempted to load a new cartridge. There was no adverse impact to the customer's blood glucose level. The customer was instructed to remove the pump from its case and clean the pneumatic tap area; however, reloading the same cartridge did not resolve the issue. Technical support guided the customer through filling and loading a new cartridge, which successfully resolved the problem, allowing the customer to resume insulin delivery.